Event description:
Needle disconnected from hub during use. A pharmacy technician was using a bd precisionglide 16g syringe to draw normal saline out of a bag prior to adding medication. She noted leaking at the needle. When she tried to remove the syringe and needle from the bag, the needle disconnected from the hub.